Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, the lead was returned severed 14.5 centimeters (cm) from the is-1 terminal pin. The distal and proximal segments were returned. Setscrew marks were noted on all terminal connectors. The helix was retracted, but physically not damaged. Resistance and pressure tests were completed on the returned lead segments to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited small r waves and reproducible noise on the shock channel. It was noted that the noise was not sensed or marked by device. A revision procedure was subsequently performed. During the procedure, it was noted that the lead had pulled back so there was no slack on the lead. The lead was therefore explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.